Event description:
A patient reported blood glucose results of 130 and 87 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, codes matched, and the testing technique was correct. The pt did not have current control solution available. A new meter is being sent to the pt.